Event description:
It was reported that the customer experienced high blood glucose levels at the time when the insulin pump and glucose meter went missing. The blood glucose reading was 417 mg/dl, which was treated for with an insulin pen. The customer's mother stated that the high blood glucose was due to the stress of losing the device. She did not know the most recent blood glucose reading but noted that the customer was not feeling well. Advised that a replacement insulin pump, meter, and belt clip would be sent.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.